Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2019 and no other similar event has been reported, neither concerning trend has been identified. The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed 5 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade.

Event description:
See initial report.

Manufacturer narrative:
A.1. A.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in bad (B)(6). According to livanova field service representative in charge, the issue is that there is a leak in the compressor of the 3t device. This means that the coolant is in contact with the water. This causes the insulation resistance of the device to drop to such an extent that the fault current circuit breaker (in the operating room the insulation monitor) trips. The unit cannot be repaired due to high cost and therefore it will be replaced with a new one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t caused a short circuit. In detail, the breaker of the specific socket where the 3t system was plugged in tripped, when the device was switched on. The issue occurred in priming. There was no patient involvement.

Manufacturer narrative:
The unit was returned to manufacturer and the complained short circuit was reproduced after few minutes from power on. The problem is due to compressor issue. To solve the problem the complete cooling circuit needs to be reassembled (this would also lead to the motors and the valve block to be replaced). The customer has decided to not proceed with the repair and the device will be scrapped. As already reported (refer to above text in the final report), the issue is most probably caused by the corrosion and occurred overtime independently from the upgrade.

Event description:
See initial report.